Event description:
(B)(6). Initial info received from a consumer on (B)(6) 2009: a (B)(6) male received one treatment in the physician's office (uncertain but possibly two vials were used) of injectable poly-l-lactic acid (sculptra) (lot # and exp date unk) for cosmetic filling in the face on (B)(6) 2009. He experienced mild swelling at the injection site, but understands that it is the fill from the fluid. He stated that the event had resolved over a couple of days and is now gone. No further relevant info reported.

Manufacturer narrative:
Add'l info for scupltra (lot # and exp date - not provided) from product technical complaint report (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.